Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after feeling sick. The patient&#38112;system was checked and loss of capture and high thresholds were observed on the right ventricular (rv) channel. An x-ray taken showed the rv lead may have micro-dislodged. Surgical intervention was performed and the rv lead was repositioned. The rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.